Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that after the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -4.0 diopter into the right (od) eye, it flipped in the eye. This occurred on (B)(6) 2020. The lens was implanted, explanted, and replaced within the same surgery. The cause is reported as possibly due to the lens was "thin" as it was -4.0 power.